Manufacturer narrative:
(B)(4). Explant. Incision enlargement. Patient astigmatism. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens z9002(iol) was required to be explanted from the patient's eye in a secondary procedure because customer used ora and found that the patient had too much astigmatism and hence removed the lens and replaced with an alcon toric lens. There was incision enlargement performed to explant the lens .there was no patient injury reported. No further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing facility for investigation. A visual inspection was performed where the sample was received cut in two (2) parts. Loose particles were observed on the sample compatible with handling the lens. The sample was observed with the characteristic of silicone material and lens part had a frosted edge found in the silicone lens, model z9002. Per the initial report, there was no quality issue with the lens and the explant was due to a patient condition of astigmatism. Based on the investigation, the lens was not affected by the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: patient date of birth and gender have added. It was reported that procedure was done on patient's right eye. Patient outcome was noted to be good with a visual acuity of 20/25. Additionally, it was learned that the explant of the iol was not due to the performance or quality of the lens. Implant date has been added. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.